Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent an l5-s1 laminectomy, bilateral foraminotomies, and a transforaminal lumbarinterbody surgery using rhbmp-2/acs with autograft as well as a peek cage. Subsequent to procedure, the patient developed significant back pain over a very short period of time. His MRI scan taken approximately 6 weeks post-op demonstrated that 50% of the peek cage had retropulsed into the spinal canal at l5, resulting in a fractured vertebra. The patient underwent a reexploration at l5-s1 and a transverse lumbar interbody fusion. The patient's recent medical records demonstrate that the patient continues to experience severe back and leg pain. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006 patient underwent surgery at l5-s1 where rhbmp-2 was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.